Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump primed properly. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The pump was programmed with multiple basal rates, and was monitored for several days and all registered properly in the daily total history. No slow delivery was noted during testing. However, the pump was received with a loud motor noise during the rewind due to a faulty motor. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a dried foreign substance on the motor slide and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the piston of the insulin pump during fill/prime make a crunching noise. Customer's blood glucose was unknown mg/dl. The customer basal delivery seem to ba lacking where as bolus is ok. The customer was advised to reverted to backup plan and discontinue use of the insulin pump. The customer was advised that the device would be replaced and advised to contact the hospital for replacement.